Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a dcdc of 0 was obtained while performing systems diagnostics during a routine office visit. Evoke potentials were measured and it was determined that there may be an issue with the patient's lead. Good faith attempts to obtain additional information are currently being made.